Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('had a perforated colon and organs') and perforation ('perforation to other organs') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criterion medically significant) and perforation (seriousness criterion medically significant). At the time of the report, the large intestine perforation and perforation outcome was unknown. The reporter considered large intestine perforation and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :large intestine perforation and perforation nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('had a perforated colon and organs') and perforation ('perforation to other organs') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). At the time of the report, the large intestine perforation and perforation outcome was unknown. The reporter considered large intestine perforation and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: large intestine perforation and perforation nos. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.